Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturers representative (rep) regarding a patient who was receiving gablofen (concentration 500 mcg/ml, dose 124.89) and old drug was lioresal (concentration 500 mcg/ml, dose 124.89) via an implantable pump for stroke and intractable spasticity. The patient came to the clinic for a normal pump refill on (B)(6) 2017 and a motor stall was seen at initial interrogation, the patient did not recently have a magnetic resonance imaging scan (MRI). Per the event logs, a motor stall occurred on (B)(6) 2017 @ 2225 and recovered (B)(6) 2017 @ 1916, another stall occurred (B)(6) 2017 @ 0100 with the tube set 48 hrs later and no recovery to date. There were no hospitalizations or MRI during that time frame per caller. No audible pump alarms were heard per the patient or hcp. The hcp questioned why there were no pump alarms. The patient had no symptoms and the hcp said the intracthecal (itb) dose was small. The hcp decided not to refill the pump so the actual residual volume (arv) vs the expected residual volume (erv) was never confirmed. The patient was not a candidate for surgery and the pump did not bother the patient so they would not replace or explant the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional via the manufacturers representative indicated that the patients weight was not provided. No further complications were reported